Event description:
It was reported the patient had a return of symptoms and increased back pain. The patient was "not feeling good" and experienced withdrawal with symptoms of diaphoresis and nausea. The cause of the symptoms was unknown. The physician may consider a dye study or therapeutic bolus for further troubleshooting. The pump was refilled on (B)(6) 2015. About 4.5 ml should have been delivered since (B)(6) 2015 but only 1.2ml was dispensed according to the volume measurement on (B)(6) 2015. As of (B)(6) 2015 the patient was feeling much better. The pump was delivering dilaudid.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (20mg/ml at 4.9mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the cause of the patient¿s withdrawal was determined to be the patient¿s alarm was beeping. The pump was reset with a new reservoir volume of 16.8ml with a low reservoir alarm of 1.0ml. It was noted on (B)(4) 2015, the anticipated residual volume from the pump reservoir was 2.1ml and the actual residual from the pump reservoir was 3.8ml. The cause of the volume discrepancy was not noted. (See manufacturer report # 3004209178-2015-06226).

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(6), implanted: (B)(6) 2008, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).